Manufacturer narrative:
H2. Correction: upon further review, h6 code a1102 does not apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has been having issues connecting with this implant for some time and keeps having to exchange the handheld devices due to error codes; the handset will not connect and there was unexpected error code 0x164fb9f6. Normal wear and tear was noted for contributing factors; it was also reported that this was a new handset provided for an exchange on (B)(6) 2025. They have the handset devices several times and have suggested that the patient connect with the clinic for follow up. The representative for that area has been advised. The patient was advised to power down the handset and power back up per a call with technical support in the USA. Interventions were listed as follow up with hcp and local rep; a message was left for the patient to follow-up with the hcp and power down the handset to re-set. It was not determined if they need to replace the external kit at the time and the patient will be visiting the clinic. It was unknown if the issue has been resolved at the time of the report. The patient was alive with no injury at the time of the report. Additional information was received. It was reported that this was happening more frequently with this patient than other patients. The patient had been having a lot of issues and has already had the handset replaced. Technical services suggested restarting the handset, otherwise, if the error continues, it may need to be replaced. It was indicated that a manufacturer representative (rep) is involved and the patient has appointment scheduled with the hcp.

Manufacturer narrative:
G2. Foreign: canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.